Event description:
It was reported that the user experienced a hypoglycemia event while not connected to the ilet, with a reported blood glucose of 41 mg/dl and subsequent self-treatment with soft drinks and orange juice; the user later contacted support and was guided through a functional restart, including pairing the dexcom g7 with a provided pairing code and instructions to enter weight and activate bionic mode. Symptoms included hypoglycemia with sweating/hot flashes and shaking. Outcomes included unexpected medical intervention in the form of oral glucose intake. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.